Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing high blood glucose after reconnecting insulin pump. Customer's blood glucose was 529 mg/dl, which was treated with manual injection. Customer had symptoms of thirst and nausea. Customer reported of receiving no delivery alarms. Customer declined troubleshooting stating that troubleshooting was done a few times with no resolution. Insulin pump would be replaced.